Manufacturer narrative:
Integra has completed their internal investigation on 29 may 2016. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaint history. Results: evaluation of device: the complaint was confirmed via inspection of item. With respect to the complaint, it was confirmed the returned unit did not meet all specific functional test. The 80# torque knob wobbles. There are no previous repair codes. The DHR review has been deemed satisfactory. Date of manufacture: 02 jun 2015. Device history record reviewed for this product ID show no abnormalities related to the reported failure. No manufacturing or design related trend has been identified. In summary - the end users reason for return was verified however the root cause could not be determined. This issue will be monitored.

Manufacturer narrative:
Additional information was received 21 apr 2016, from the ils sales rep on behalf of the customer: the date of the incident, patient age, patient gender and information related to positioning was not available. A stereotaxy device was not used at anytime. The defective a3059 was swapped for a different device when the problem was discovered. The patient's procedure was completed successfully with no further complications.

Event description:
It was reported that the a3059 mayfield composite series skull clamp slipped and caused lacerations on a patient. Two doctors had the patient in pins and the patient bucked and the clamp slipped causing lacerations on the patient. The doctors do not think it was the fault of the clamp but they are not 100% sure. Additional information has been requested.